Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 315, 316, 74 mg/dl. Tests were done within 10 mins with a difference of 61%. Pt did not experience any adverse events. No further info has been reported. Note - customer's meter and strips are not coded the same.